Event description:
According to the info provided, a user reported pain when pumping water into the bowel while using the peristeen anal irrigation system. An endoscopy was performed and "chapped skin" was seen inside the intestines. No antibiotics or hospitalization was required due to this incident.

Manufacturer narrative:
No device was returned for evaluation therefore coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information become available a follow up report will be submitted.